Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a signal in the middle of the night that he was going low. Customer reset it and might have pressed another button since it is not showing on the meter. Customer's blood glucose level was 49 mg/dl. Customer has treated for his blood glucose level. Customer also has a lost sensor alert. Customer does not have the transmitter on him at the time of the call. Customer's alarm history was reviewed and it was found that the sensor age shows 6 days and the customer received a sensor end alert. It was explained that this was the cause of the issue. Customer was advised to turn off the sensor feature for now since he is at work. Customer was walked through the steps of turning off the sensor feature and how to turn it back on. No additional information provided.